Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. If no further information becomes available and in case no corrective/preventive action is indicated, pajunk considers this file as closed. If further information becomes available, a follow-up-report will be filed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(6) authorities. Unclear what happened, so far no direct information is available. Investigation is still running. Tentative translation of authority's request information: upon removal of catheter's stylet the catheter was torn apart; fragment 250mm of the catheter left with the patient.